Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lot numbers (gd880799, gd881474, gd882258). There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error - poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse in the USA of patient made mistake / touch contamination and peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date in 2011 the patient made a mistake / touch contamination. On (B)(6) 2011, the patient experienced peritonitis. Treatment information and action taken with dianeal therapy were not reported. The cause of the peritonitis was patient made mistake / touch contamination. On an unreported date in 2011, the patient recovered from the peritonitis. The outcome for the event of patient made mistake /touch contamination was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of patient made mistake / touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.